Manufacturer narrative:
The alarm trace did not contain a conspicuous event. The field service engineer performed an assay performance check successfully. Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys hcg + beta test system results on a cobas 6000 e601 module. The initial hcg result was 0.220 iu/l. The sample was repeated the next day and the result was 4188 iu/l. The initial result was reported outside of the laboratory. The reagent lot is 61488801 and the expiration date is 31-jul-2023.